Manufacturer narrative:
Concomitant product: b braun oxaliplatin 140 mg in 5% dextrose, 500 ml bag, lot #: j5n148, exp date: 04/18; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the infusion went from the secondary tubing back up into the primary tubing during infusion. There is no report of patient harm.

Manufacturer narrative:
Concomitant product(s): 250ml IV bag of 5% dextrose lot: j6b096 exp: february 2018 made by b-braun; therapy date (B)(6) 2016. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of backflow was confirmed. Visual inspection identified no anomalies. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the valve revealed the presence of a particle measuring 0.0078¿ long identified to be calcium carbonate, between the housing seal and the diaphragm. The root cause of the backflow is a calcium carbonate particle that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium carbonate was not identified.